Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary customer reported that the station was not powering up and remained on a black screen. The customer attempted to reboot the station, but the reboot failed and the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found the device was shut down. The engineer unplugged the pyxibus cables from all drawers and plugged them back in one at a time, then powered on the device. The engineer found that the drawer 5.2 controller card was defective and was causing the device to shut down. The engineer replaced the drawer controller card in drawer 5.2 and rebooted the device successfully. Drawer 5.2 was tested in the hardware testing application. The customer inventoried medication in the drawer, and all tests were ok. The system functioned as intended after the field service engineer repaired the device.